Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
On 2013-(B)(6), the patient was admitted to the hospital due to revision of their pump due to end of battery life, the pump had been implanted seven years prior. During the patient¿s recent refill of his pump telemetry suggested that his battery was going to run out so the health care provider (hcp) decided to go ahead and proceed with the revision and replacement of the intraspinal infusion pump. Preoperatively, intravenous antibiotics were given and during the procedure sterile precautions were used. It was reported during the pump replacement surgery, the health care provider (hcp) decided to go ahead and make another pocket for the pump because the previous pump was ¿a little bit¿ misaligned and it was placed ¿quite¿ in the patient¿s lower abdomen. The patient reportedly was complaining of some soreness and some pain every time he would be sitting for too long. Following the procedure the patient was taken to recovery in stable condition. The patient was released from the hospital that same day. The type of medication being delivered via the device system was not provided.